Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare representative via manufacturer representative. It was reported that the revised portion of the catheter was discarded by the customer and would not be returned. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving sufentanil (2000 mcg/ml, 1294 mcg/day) via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient was receiving ineffective therapy. Plain film x-rays were obtained approximately (B)(6) 2018. The existing 8709 catheter was found to be severed at the spine with no visible spinal segment (presumed to be floating in the intrathecal space; no imaging was done to locate it) and was also found severed in the pump pocket just a few inches from the pump connector (the pump segment was unable to be flushed with preservative-free normal saline and too scarred in to be explanted). A new, trimmed 8780 catheter was placed without difficulty to t10 (thoracic) and connected to the existing 8637-40 pump. The excess was trimmed so the catheter was very short and had to be positioned carefully to maintain patency and was not situated behind the pump (the catheter was located near the catheter access port at roughly 7 o¿clock and the pump was easily palpable). The pump contained 17 ml sufentanil at 2,000 mcg/ml with a simple continuous dose of 1,394 mcg/d and patient activated (pa) dosing of 50 mcg; 1 hour x 12, max 12. 20 ml of new drug (same concentration) was added for a total volume of 37 ml; dosing was decreased to 96 mcg/d with pa 50 mcg; 1 hour x 24, max 24. The patient was staying overnight in the hospital. The elective replacement interval was 26 months. The cause of the issue was unknown; the issue was resolved and the patient status was "alive - no injury." The return status of the explanted catheter was unknown. The patient¿s medical history included chronic low back pain. No further complications were reported.